Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator, (B)(6) 2007; 305c25 tissue valve, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.